Event description:
It was reported that the patient dropped the ilet insulin pump, resulting in a cracked screen and a non-reliable condition for insulin delivery and meal announcements; a replacement device was arranged and instructions were provided for device shutdown, data sync to the mobile app, continued cgm use, and return of the damaged unit. Symptoms included no reported adverse clinical effects or blood glucose issues. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer service intake and logistical review of replacement and return processes. Investigation of this case revealed physical damage to the pump¿s display assembly consistent with accidental impact, with the device otherwise functioning unreliably due to the damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental dropping.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.